Event description:
Patient presented at surgeon's office for 1 day post op with stage 1 diffuse lamellar keratitis (dlk) on both eyes. 2+ dlk around flap edges on both eyes. Patient was treated with medrol dose pack. No flap lift and rinse was performed. No loss of best corrected visual acuity. Additional follow-up was obtained. The dlk resolved as of (B)(6) 2013, (B)(6) days post op. A flap lift and rinse was performed on (B)(6) 2013. As of (B)(6) 2013, patient has 20/15 visual acuity.

Manufacturer narrative:
Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.